Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in progress. Once the investigation has been completed or if add'l info is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the device 's "motor overheated". The device was being used during surgery. No injury, medical intervention, or delay occurred. There was no add'l info provided.